Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a broken luer post. The root cause of the broken luer was determined to be to excess stress in the packaging due to a manufacturing process. As a result, awareness training was given to all applicable manufacturing operators. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. If additional relevant information is received, a follow-up will be submitted.

Event description:
During evaluation by baxter personnel, an intermate was found to have a broken distal luer post. This condition occurred during service/testing. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.